Event description:
Customer reported he was found "passed out" in a chair around 7:30 p.m. On (B)(6) 2015. A nurse tested his blood glucose on the aviva system and received a result of 484 mg/dl. Paramedics arrived and tested the customer's blood glucose within 10 minutes and received a result of 18- 19 mg/dl. He was treated with a glucose IV. He could not provide the prior meter result. Customer reported on (B)(6) 2015 he received blood glucose results of "hi" (>600 mg/dl) and 313 mg/dl on his aviva system and 131 mg/dl on a professional meter within 10 minutes. The alleged product is not available to return for evaluation, and the lot number was not provided. Customer was sent replacement product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.